Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer had received multiple insulin pump error. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. The displacement test and self test was passed. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). P-cap locked in place properly during testing. Insulin pump was successfully downloaded using the adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Insulin pump passed the displacement test, self test, active and sleep current measurement test. No unexpected failed battery or low battery alarms noted during testing. The power management graph was within specification. No software error detected alarm or the main arm cannot communicate with the motor arm alarm noted during testing. However, on (B)(6) 2022 software error detected alarm and the main arm cannot communicate with the motor arm were recorded. Software error detected alarm file number=32122 line number=1421. Per r&d investigation software error detected alarm was cause by the gap between dma down counter going to 0 and usart transmit complete interrupt, a software error. The main arm cannot communicate with the motor arm was cause of software error detected alarm. Problem isolated to electronic assemblies. Device was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. No moisture damage noted during visual inspection. Device received with missing display window cover and cracked keypad at select button. In conclusion customer allegation of low battery life was not confirm. All operating currents are within specification. However, software error detected alarm and the main arm cannot communicate with the motor arm were confirm during download history review due to a software error. Problem isolated to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. This report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.